Event description:
It was reported that the universal oscillating saw attachment was missing puns during kit inspection. There was no pt harm or delay reported. If add'l info is received, a follow up medwatch will be submitted.

Manufacturer narrative:
The device was returned to the MFR; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.